Manufacturer narrative:
Revision surgery is planned to exchange poly inserts for pt with a total knee replacement. Reason for revision is unk. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Revision surgery is planned to exchange poly inserts for pt with a total knee replacement. Reason for revision is unk.